Event description:
It was reported to medtronic neurosurgery that the doctor thinks that the valve is always siphoning regardless of setting.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. However, it did not meet the requirements for leak testing due to two pinholes in the reservoir dome. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. It is unk what caused the reported event. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records found no anomalies. All of the valves are 100% tested at the time of manufacture.